Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the gastrointestinal videoscope had snowflakes, and after connecting to the console, it displayed an unknown error. This issue was found during inspection for use. There were no reports of patient involvement.